Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the device was returned to the manufacturer and analyzed. The device projected to last 60% of its expected longevity. A high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. The c41, c42, c85, and c86 battery filter capacitors are 22 f +/- 10% 6.3 v ceramic x5r capacitors. Concomitant product: 5076 implantable pacing lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
The device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.